Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock (ias) due to rate. The shock successfully converted the rhythm. It was noted it was difficult to tell what the rhythm was. An untreated episode was observed in addition. Additional information was received that an additional ias was received. It was questioned whether the shock was for atrial tachycardia or atrial flutter or ventricular tachycardia (vt). Technical services (ts) reviewed and noted the presenting subcutaneous electrocardiogram (secg) was slightly wide. The qrs complex was wider than non sustained rate during the arrhythmia which led to t markers and therapy. The first shock did not convert however the second did. The second shock could have cardioverted the atrial arrythmia. Ts noted the physician would need to review to declare whether appropriate or inappropriate. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.